Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displaying gas loss alarm.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and performed balloon pump leak test. It passed. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Unit was returned to the customer in good working conditions.